Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of an ¿error e222/e224 scope communication error (image does not appear) was confirmed due to faulty cable unit. In addition, the rear packing was found deteriorated. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported during preparation for use of a 4k autoclavable camera head, an e222/224 error-scope communication error(the image does not appear) was observed on the display. There was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the cable could not communicate between the process and the camera head due to a broken cable. Cable breakage may be due to user handling. The instruction manual identifies the following verbiage, which may prevent the phenomenon: - "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." - "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." - "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." - "do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." - "never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." - "never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance of this device.